Event description:
It was reported there are four stored fvt( fast ventricular tachycardia) episodes for which therapies were delivered, but none of the episodes has an egm (electrogram) or beat-to-beat information stored for them. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.